Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.

Event description:
The customer reported false-positives on the hcg test, with the quantitative results coming back as zero. Initially, the customer questioned if the line was faint if it was a weak positive. The customer stated that their previous office procedure was to report faint positive line as weak positive. Troubleshooting occurred with an attempt to review the technique and storage/handling of the cassettes per the pi-customer declined. Further review occurred of the interpretation of the result section of the pi-emphasis on the definition of a positive, negative, and invalid result as well confirming that the test is qualitative, not quantitative.